Manufacturer narrative:
Correction to the initial MDR in a2, b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that that this scs system was replaced due to charging difficulties, replacement went as planned. Device will not return because was not released by hospital. The patient is doing well post operatively. Electrocautery was not used once the implantable pulse generator (ipg) was on the field.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.